Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). Cyst(s): unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lump/ nodule: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reporting insufficient information resulting in explant surgery. Patient has further reported capsular contracture, baker grade I, rupture, silicone migration, granuloma, lymphadenopathy, seroma-late and cyst which is not device related. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma, lymphadenopathy and seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma, lymphadenopathy and seroma-late

Event description:
Patient reporting insufficient information resulting in explant surgery. Patient has further reported capsular contracture, baker grade I, rupture, silicone migration, granuloma, lymphadenopathy, seroma-late and cyst which is not device related. The device has been explanted. This relates to the right side.